Event description:
Clinical study. It was reported that 141 days after a coronary artery drug-eluting stenting treatment procedure, the pt had a target-vessel re-intervention (tvr). The index procedure treated 2 de novo target lesions. The lesions were not calcified and both had moderate tortuosity. Target lesion 1 was a 2.5mm vessel diameter, 12mm long, 95% stenosis, in the mid right coronary artery (rca). The lesion was predilated with an avion plus 2x20mm balloon. The physician implanted a 2.5x20mm taxus liberte drug eluting stent (des). This complaint is for target lesion 2, a 2.25 vessel diameter, 12mm long with 90% stenosis located in the distal rca. The lesion was predilated with an avion plus 2x20mm balloon. The physician implanted a taxus 2.25x12mm taxus liberte des. Post implant of both stents was 0% stenosis and timi flow 3. The pt was discharged 1 day post procedure on aspirin and clopidogrel. A tvr was performed 141 days post-index procedure for revascularization of the distal rca. The pt presented with chest pain. Pre-treatment the lesion diameter stenosis was 100% and timi flow 0. The lesion was treated using a plain old balloon angioplasty (poba). Post treatment lesion was 0% stenosis and timi flow 3. The pt was discharged 1 day after the tvr. This was a focal instent restenosis and was indicated by the physician as having a relationship to the device. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device eval: a unit has not been returned for review, therefore, a technical analysis cannot be carried out. It is not clear from the complaint description how this device may have influenced the incident. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7590445 found that the device met its material, assembly and product specifications, at the time of release to distribution.